Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported that during laser extraction of the lead the laser caused a tear in the superior vena cava. The lead remained implanted but out of service. The patient died approximately three weeks later due to complications of the extraction.